Event description:
It was reported that the MDR inserted the multi-lumen access catheter (mac) into the right internal jugular vein. When he inserted the edwards swan-ganz catheter into the hemostasis valve, he noticed a small amount of blood leaking back up. He tied a suture around the outside of the protective sheath covering the swan-ganz which limited the leakage. He felt there wasn't a tight enough fit between the two components. The procedure was completed with no other unusual issues. The patient was sent to the cardiac surgical intensive care unit (csicu) as normal and the catheter was removed the next day without incident. The patient outcome is "normal." It was noted that the md has not experienced this event before.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.